Event description:
It was reported that during double pacemaker implanting procedure, due to patient with smaller atrial, long operation time was encountered. It was also reported that two atrial leads encountered distortion and could not be used. The leads were removed, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).